Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and chronic fatigue syndrome ("chronic fatigue syndrome"). The patient was treated with surgery (davinci hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the chronic fatigue syndrome outcome was unknown. The reporter considered chronic fatigue syndrome and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: no evidence of fallopian tube filling after implantation of essure device. Concerning the injuries reported in this case, the following one/ones were described in medical records : chronic fatigue syndrome and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and chronic fatigue syndrome ("chronic fatigue syndrome"). The patient was treated with surgery (davinci hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the chronic fatigue syndrome outcome was unknown. The reporter considered chronic fatigue syndrome and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no evidence of fallopian tijbe filling after implantation of essure device. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : chronic fatigue syndrome and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.